Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure alarm and also had button error. The customer¿s blood glucose level was unknown. Customer stated insulin pump had scratches, reject new batteries, insulin was squirting out, no delivery alarm. The insulin pump will not be returned for analysis.